Manufacturer narrative:
Submit date: 01/03/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the alarm does not sound. Additional information has been requested with no response to date.

Manufacturer narrative:
On 1/11/2017, additional information was received from the customer. Based on the new information this complaint is no longer a reportable malfunction. This will be the final report.

Event description:
It was reported to covidien on 12/05/2017 that the customer had an issue with an enteral feeding pump. On 1/11/17, there was corrected information received from the customer. The customer states that an error 15/20 and 20/28 occurred with the unit and the alarm did sound.